Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that the caller can see something left in the patient that appears to be a half butterfly with wings to suture in the soft tissue of his lumbar spine as well as a small piece that appears to be a dot of metal. Caller states that patient device and leads were removed but does not have more information other than the op report of when device was removed. Patient has had a head MRI and needs an MRI of the shoulder. It was reviewed with the caller that more information would be needed as patient could not be found in the system. Caller was going to send in pictures to see if it can confirm device/manufacturer information. No symptoms were reported. Event date and hcp information were asked but unknown. On 10/4, it was reported that scans were done but no further information w as available. No further complications were reported.